Manufacturer narrative:
Please note correction to section d9/h3, the product was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information as well as the device itself must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
Customer reported the following issue regarding a gamma nail ref. (B)(4), lot k05cc65 and the ancillary material necessary for its installation (nail, target device, bolt): "during an operation on (B)(6) 2021, the material was fitted without any problems until the nail had to be removed from the target device to complete the operation: it was impossible to unscrew. The consequences were a doubling of the operation time due to the need to remove everything to start the whole operation again, and the need to use another ancillary and another nail less adapted to the patient".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported the following issue regarding a gamma nail ref. (B)(4), lot k05cc65 and the ancillary material necessary for its installation (nail, target device, bolt): "during an operation on (B)(6) 2021, the material was fitted without any problems until the nail had to be removed from the target device to complete the operation: it was impossible to unscrew. The consequences were a doubling of the operation time due to the need to remove everything to start the whole operation again, and the need to use another ancillary and another nail less adapted to the patient".